Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant during an atrioventricular node ablation procedure, the right atrial (ra) lead, right ventricular (rv) lead and implantable pulse generator (ipg) exhibited dislodgment. The ra lead, rv lead and ipg was repositioned and remain in use. No patient complications have been reported as a result of this event.